Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device was difficult to remove, the blade was lifted and hematoma occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified left common iliac artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon¿ was selected for use. During the procedure, after an unspecified balloon catheter failed to inflate, it was noted that the cutting balloon inflated flatly and resistance was encountered upon retrieval. As the device was removed from the patient¿s body, it was observed that the sheath was cut by the lifted blades and hematoma was noted.. The procedure was not completed as hematoma occurred in the common femoral artery (cfa). Hemostasis was performed to treat the hematoma. No further patient complications reported and patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A balloon pinhole leak was identified 19mm distal to the distal edge of the proximal markerband. The balloon inflated without issue and was observed to be a normal circular shape. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted. The shaft was free from damage and no issues were noted. The entire length of the returned sheath was observed to be torn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device was difficult to remove, the blade was lifted and hematoma occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified left common iliac artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon¿ was selected for use. During the procedure, after an unspecified balloon catheter failed to inflate, it was noted that the cutting balloon inflated flatly and resistance was encountered upon retrieval. As the device was removed from the patient¿s body, it was observed that the sheath was cut by the lifted blades and hematoma was noted.. The procedure was not completed as hematoma occurred in the common femoral artery (cfa). Hemostasis was performed to treat the hematoma. No further patient complications reported and patient is fine.